Event description:
It was reported that in 1996 a greenfield vena cava filter was implanted in the inferior vena cava (ivc). In (B)(6) 2019, a computed tomography (CT) scan revealed the proximal tip of the filter is at level of junction of right renal vein and ivc and caudal to junction of left renal vein and ivc. The tip of the filter was asymmetrically positioned and present at 2:00 position. All 6 legs of ivc filter extended into or through the wall of ivc with legs at 6:00, 7:00, 8:00 and 11:00 positions - extending through ivc wall into adjacent fat. There is no evidence of hemorrhage, hematoma, or stenosis. No further patient complications were reported.